Event description:
Patient reported obtaining back-to-back blood glucose results of 17 mg/dl and 129 mg/dl on the compact plus system. Patient did not take any action based on these values. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.